Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date of this lot number for these failure modes. The sample was returned. The investigation is confirmed for a detachment of the distal end of the crosser catheter and a core wire break. The proximal end of the detached outer catheter and inner guidewire lumen at their points of attachment were stretched, indicating that excessive force contributed to the detachment. Per the reported event details, the pt's anatomy was tortuous, which likely contributed to the core wire break and catheter detachment; however, the definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. Adverse events: as with most percutaneous interventions, potential adverse effects include, but are not limited to, bleeding which may require transfusion or surgical intervention, and perforation.

Event description:
It was reported that while advancing the recanalization catheter in the popliteal artery, the catheter and core wire detached. During retrieval of the detached catheter segment with a snare device, the core wire perforated the artery. An extended balloon inflation was performed to tamponade the vessel. There was no reported adverse clinical consequence.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.